Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. They uninstalled and reinstalled the software and confirmed the accuracy issue was no longer present. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used in an unknown procedure. It was reported that the site had 1-2mm imprecision, superior of the actual location. There was no reported impact on patient outcome.